Manufacturer narrative:
(B)(4). The customer later advised that they had replaced the device's charge pak assembly and electrodes and that, following the replacement, the unit powered on when prompted. Physio-control advised the customer that their device is not field serviceable and no longer under warranty. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and would no longer power on when prompted. There was no patient use associated with the reported event.